Event description:
Event description cpi received information that this bipolar lead exhibited high impedance measurements during attempted implant. The physician elected to reposition the lead and subsequently perforated cardiac tissue. The lead was ultimately positioned with good measurements.